Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Device exhibited signs of premature battery depletion and was noted to reach eri. Patient was stable.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. The overall longevity of the device was found to be normal. A bpa timestamp was recorded in the device image but the date was found to be invalid. The cause of the bpa was not determined.